Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500306 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 8 x 24 was received coiled inside of a plastic bag. The hypotube was inspected and no damage was noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The sem results showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of what appears to be tool marks which may have been caused during the use of the sample piece. The inner surface was not scanned since per analyst request the sample was not cross-sectioned. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A lab sample syringe (B)(4) was filling with water and it was attached to the hub; when the pressure started to increased, the hub began to leak. The cause of the leak in the hub was due to the crack found of it. The failure reported by the costumer as "failure to detach" was confirmed. The cause of the failure experienced by the costumer was due to the crack found on the hub. The hub cracked appears to be caused for additional force applied on the hub according toe the sem analysis results since evidence of what appears to be tool marks which may have been caused during the use of the sample piece. As additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the hub crack or other type of damage on the hub. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Procedural and handling factors appear to have contributed to this failure. Additionally, inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days.

Manufacturer narrative:
During a coil embolization procedure, the 30th coil, an orbit galaxy 8 x 24 complex fill- (640cf0824/lot 13500306) did not detach with pressurization of the syringe to the green zone or red zone. The coil/delivery system was removed from the patient with the coil still attached to the delivery system. The procedure was completed with another similar size and type coil using the same syringe. Three other coils for a total of 33 coils were placed into the aneurysm. Prior to the event, 29 coils were detached with the same syringe. A dedicated saline source was utilized to fill the syringe. During the procedure, the luer activating valve (lav) was utilized with the galaxy coil, and no damages were noticed on the lav. Prior to the event, the same lav was not utilized with other devices. The gauge/pressurizing on the syringe was working prior to the event, and no damages were noticed on any section of the syringe (locking mechanism, threaded plunger, knob, pressure gauge, barrel, extension tube, or luer lock connector, etc) there were no damages noted to the coil system hub, or lav. No leaks were noticed on any of the connections including the syringe to lav and lav to orbit hub. Prior to the difficulty to detach, the syringe was not taking past the green zone, position #3, or the red zone/alternate detachment. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices; the coil was not stretched, kinked, bent and there were no damages to the delivery system. After control angiography was performed, the aneurysm was confirmed to be occluded, and the procedure was completed with no complications. A non-sterile orbit galaxy tight distal loop complex fill coil 8 x 24 was received coiled inside of a plastic bag. The hypotube was inspected and no damage was noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The sem results showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of what appears to be tool marks which may have been caused during the use of the device. The inner surface was not scanned since per analyst request the sample was not cross-sectioned. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A lab sample syringe 635-002 was filled with water and it was attached to the hub; when the pressure started to increase, the hub began to leak due to the crack in the hub. It was reported that the syringe pressure was able to be increased to the red alternative detachment zone; however, the coil did not detach. This reported sequence of events could not be fully evaluated due to the conditions due to the hub crack on the returned device which did not allow for pressurization for detachment. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. However; based on the reported successful pressurization without leakage and the sem analysis which shows evidence of what appears to be tool marks, the cracked hub appears to have been caused by additional force applied on the hub which may have occurred during the use of the device. Review of the orbit galaxy manufacturing process found that there are no tools, equipment or product handling that could cause the hub crack or other type of damage on the hub. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. With review of the reported sequence of events and the analysis of the returned device, no conclusion can be made regarding the reported event with procedural and handling factors appearing to have contributed to the condition of the returned device. Additionally, inspections are in place to prevent this type of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During a coil embolization procedure, the 30th coil (orbit galaxy 8 x 24 fill- 640cf0824) was ready to be detached, but it couldn't be detached using both green and red zones with the trufill dcs ii syringe (635002/lot unknown). The coil and delivery system was removed and proceed with another coil (similar in size and type), and the same syringe. Three other coils for a total of 33 micro-coils were placed in the aneurysm. Prior to the event, 29 coils were detached with the same syringe. A dedicated saline source was utilized to fill the syringe. During the procedure, the (lav) luer activating valve was utilized with the galaxy coil, and no damages were noticed on the lav. Prior to the event, the same lav was not utilized with other devices. The gauge/pressurizing on the syringe was working prior to the event, and no damages were noticed on any section of the syringe (locking mechanism, threaded plunger, knob, pressure gauge, barrel, extension tube, or luer lock connector, etc), coil system hub, or lav. No leaks were noticed on any of the connections (any section of syringe connections, coil system hub, or lav). Prior to the difficulty to detach, the syringe was not taken past the green zone, position #3, or the red zone/alternate detachment was exceeded. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery system- fractures, separated, kinks, bends, etc; distal tip -unraveled, stretched, kinks, bends, fractures, etc; coil-fracture, separated, stretched, unraveled, kink, bend, etc) and the coil remained attached to the delivery system. After control angiography was performed, the aneurysm was confirmed to be occluded, and the procedure was completed. The catheter and introducer were removed, and the femoral artery was closed with an exoseal. No complications occurred.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.